Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message was confirmed during functional testing and review of the archive data. The root cause of the ua07 was due to a failure of single point load cell #2. A review of the archive data showed ua07 messages; thus, confirming the reported complaint. The platform failed initial functional testing due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. The load cell characterization test was performed and indicated a failure of single point load cell #2. Single point load cell #2 was replaced to remedy the reported complaint. After servicing, the platform passed the run-in test without issue. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(6).

Event description:
The customer reported during monthly check, the autopulse platform (sn (B)(6) failed functional testing and displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) error message. The customer tried to troubleshoot the ua07 by checking that the lifeband was properly extended, confirming the alignment of the patient, ensuring the device was placed on a firm, stable surface, and checking proper band seating in the guide tracks on both sides. They performed a stop and restart of the device and removed and re-seated the band system and attempted a restart again. Despite performing the troubleshooting steps, the error message was not cleared. No patient involvement.